Event description:
The customer reported the alarm has no power. The customer reported they see some wires exposed in the battery terminal cap, no other damage reported. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: eval of the returned product found that the battery door was missing. When tested with batteries, the alarm remained silent when the magnet was removed from the magnet plate and when tested with an external power supply, the alarm remained silent when the magnet was removed from the magnet plate. The low battery led light did not light up when power supply voltage was adjusted to 6.9v and below. (B)(4).